Manufacturer narrative:
The suspect carbon dioxide monitor was returned for product inspection. The customer did not return the power supply with the device monitor. The reported product issue, sparking when power supply is plugged into the monitor, is a known issue when the power supply is plugged into an electrical outlet before it is plugged into the monitor. To reduce recurrences of this report, a corrective action was implemented in 2012, in which the instructions for use (IFU) were updated to include the order in which the power supply should be connected. Additionally, a yellow warning label with diagram was attached to each power supply starting in april 2012 showing the customer the proper order the power supply and monitor should be plugged in. Review of the device history records indicates that the customer has had this monitor and its power supply in for maintenance in 2015. Therefore, a yellow warning label would have been applied to the power supply at that time. As the customer did not return the power supply with the monitor, it is unclear if the label was present.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
According to the user facility, when the ac adapter is plugged into the back of the listed device, sparks are observed. Reporter indicated that no patient or clinical injury occurred.